Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose. Technical support sent replacement tandem cable and wall adapter, which ultimately resolved the issue, the pump successfully began charging.